Manufacturer narrative:
The surgeon converted out of the itotal ps knee to an ots knee system during the primary procedure. This added one hour to the surgery time. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The surgeon converted out of the itotal ps knee to an ots knee system during the primary procedure. This added one hour to the surgery time.